Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The obturator was inserted and removed from the cannula several times with no issues observed. The obturator od was measured using a keyence scope and the cannula ID was measured using a pin gage. Obturator od was measured to be 0.077 inches, the specification has the od to be 0.077 +0.002 / -0.001 inches. Cannula ID was measured to be 0.073 inches, the specification has the ID to be 0.071 to 0.076 inches. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received information that prior to use of a bio-medicus nextgen pediatric arterial cannula, it was reported that at the stage of preparation to insert the blood transmission vessel into the ascending aorta in order to establish an external circulation, the inner cylinder was inserted into the cannula, but the inner cylinder could not be pushed up to the cannula tip. This was a defect during a newborn heart procedure. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus nextgen pediatric arterial cannula, it was reported that at the stage of preparation to insert the blood transmission vessel into the ascending aorta in order to establish an external circulation, the inner cylinder was inserted into the cannula, but the inner cylinder could not be pushed up to the cannula tip. This was a defect during a newborn heart procedure. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.